Event description:
It was reported that patient complained of pain and swelling of leg. A revision surgery was conducted at which radio-opaque material was found around the battery of the implanted device.